Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002, and a mesh was implanted. It was reported that the patient underwent a pubovaginal sling with autologous rectus fascia removal of a small amount of previous mesh tissue on (B)(6) 2004, due to recurrent stress incontinence after previous suburethral sling. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent excision of extruded portion of mesh on (B)(6) 2004 due to recurrent stress incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.